Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 3; reference MFR. Report: 3006705815-2019-02073 and 1627487-2019-06567. It was reported the patient experienced ineffective therapy from the scs system. The patient therefore stopped charging their ipg as reprogramming did not help achieve therapy. Manufacturer representative interrogated the device and found the ipg was unable to communicate with external device and deemed inoperable. To address this issue surgical intervention may take place at a later time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the full scs system was explanted.